Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the venous line (blue color) of the catheter is blocked and the guide wire was stuck in the catheter and insertion was not possible. This was found during the insertion of the catheter into the patient and had to be replaced with a fresh catheter into the patient. Once the patient was cannulated in the right internal jugular vein, the guide wire was stuck in the venous line and did not come through the venous line ultem adapters ( blue ).

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The product sample was returned to the manufacturing site for review, it consisted of a mahurkar catheter which came inside a plastic bag with an original polybag and, the catheter showed signs of use. Visual inspection was performed and the catheter did not reveal visible defects. In order to confirm the reported condition, a new guide wire was passed through both extensions; the guide wire passed through both extensions. As part of the evaluation the catheter was cut near the hub to confirm a possible occlusion and the hub was found partially occluded, the venous orifice looks smaller and a kind of resin could be observed, this resin could be related with the reported event. Based on the sample evaluation it was confirmed that the venous channel of the hub was partially occluded due to an excess of dimethylacetamide during the gluing operation per procedure for the solvent bond for the tube and hub. According to this procedure, the manufacturing operator must apply a thin layer of dimethylacetamide solvent to the hub using a prepared q-tip application. It must be applied with enough solvent around the joint so the entire joint area is coated with solvent, but not dripping. Immediately after applying solvent, lightly press the end of the hub on a lint-free cloth for a maximum of one second to wick away any excess solvent. Based on previous information this cause can be concluded as a contributing factor since the effect of excess of solvent applied to the hub could cause an occlusion. Assembly between the tube and hub is a manual operation. This complaint is considered a manufacturing related event and a corrective and preventive action (CAPA) was opened. It must be noted that in-process controls such as visual inspection and pressure testing per procedure is being performed per procedure (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date 8/1/16: analysis an investigation was performed. This complaint has not been confirmed. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, pfmea and dfmea were reviewed in order to identify the possible causes for the failure: occluded. The following potential causes were identified in the pfmea/dfmea or in addition to this document: inspection not performed defective material user misuse malfunction operator not following procedures. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations.